Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The loading unit was received partially fired to the 4cm cut line. Microscopic inspection revealed damage to the knife blade. Functional testing noted no abnormalities the remaining staple line formed properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the hemicolectomy procedure, the staplers were partially firing. An additional instrument was opened to complete the procedure. No patient injury noted on this event.